Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the usb cable and the cable was reportedly hot to touch. There was no reported impact to the customer's blood glucose level.